Event description:
Report of implants breakage 6-weeks following a correction of hallux valgus using a 4.0mm screw and 3.0mm nail.

Manufacturer narrative:
Company was informed of a patient with broken implants 6-weeks following a correction of hallux valgus without fusion/osteotomy. Breakage was confirmed by CT, but no imaging was provided to the company. No information on post-op instructions, or post-op immobilization regime was provided. No implants removal or revision surgery has been done. The actual devices could not be examined as they were not provided. Attempts to obtain additional information have been made. Based on the review of currently available information the company has no reason to suspect that the product failed to meet any specifications; the company is unable to identify a definitive root cause. The instructions for use include precautions and recommendations for the selection of appropriate surgical technique, implant size, configuration, surgical site preparation, and instructs that the patient is warned that the device might break or be damaged as a result of early weight bearing or excessive activity. It also emphasizes the importance of correct patient selection and contraindicates use in patients where post-op compliance cannot be guaranteed. Because the company cannot rule out the possible contribution of the device to the event, out of an abundance of caution and in the interest of compliance, it is being reported. Company continues to monitor these events as part of post market activities. Additional reports relating to this event are:#3014554088-2023-00002/3 & #3014323288-2023-00002